Manufacturer narrative:
Title: from tracheal stenosis to tracheostomy displacement: a case report on a seemingly never-ending difficult airway source: international anesthesia research society. April 2020 ¿ volume 14 ¿ number 6. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, during use, the patient was extubated and replaced with another tube.